Event description:
It was reported that a cartridge alarm occurred during basal insulin delivery with multiple cartridges. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was not impacted by the event.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.